Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are missing the label. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, before use this batch, the customer found 2ea. Tubes have no label in the unit package. At same time the customer feedback this issue has happened before.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and sample were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are missing the label. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, before use this batch, the customer found 2ea tubes have no label in the unit package. At same time the customer feedback this issue has happened before.